Manufacturer narrative:
On (B)(6) 2015 have made three separate contact attempts and consumer has not responded.

Event description:
On (B)(6) 2015 customer claims the toothbrush is causing damage to her teeth.